Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0219112264, explanted: (B)(6) 2021, product type: catheter. H3: the catheter was returned and analysis found an area of compression on the catheter body. Visual inspection also identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-aug-2021, UDI#: (B)(4), explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 320 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient was experiencing an intermittent delivery of baclofen. It was indicated that they would sometimes have "ok" delivery of baclofen and sometimes would have too little. The patient would then have more spasticity. The side port was aspirated successfully, but the patient still had complaints of too much spasticity. Different dosing schedules were attempted (simple continuous, flex (with short boluses and also boluses over a longer period)). No external factors might have led or contributed to the issue were noted. On (B)(6) 2021, the patient's catheter was replaced. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. Device information regarding the pump and catheter was provided.